Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. During the procedure, the patient developed a pericardial effusion. Protamine was administered and after a few minutes, when it was confirmed the effusion was not growing, the closure device was successfully deployed in the laa of the patient. A pericardiocentesis was performed and 1240ml of blood was drained and auto transfused. No further blood needed to be drained. The patient remained stable and was discharged home.